Event description:
It was reported that during a laparoscopic herniography procedure, there was continuous gas leakage from the onb12stf versaone opt 12 std trocar, specifically from the seal. It was noted that there was a rapid loss of abdominal pressure due to the device problem. To resolve the issue, necessitating the exchange of the product from another company. There was no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information d4, d9, g3, h3, h6. H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device and photo was available for evaluation. Visual inspection noted that the obturator was received inserted into the cannula. Upon removal, the duckbill seal appeared stretched, and the circular seal was both cut and stretched. The cannula, obturator, seal housing, and stopcock were intact. During functional testing, the device failed the leakage test. It was reported that during a laparoscopic herniogrhaphy, there was continuous gas leakage from the trocar seal and there was a rapid loss of abdominal pressure. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. This issue may occur when contact is made with a surgical instrument during clinical application. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. The instructions included with this device provide the following guidance: use special care when introducing or removing sharp-edged or sharp-angled endoscopic instruments to minimize the potential of inadve rtent damage to the seal. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.